Event description:
It was reported that the insulin pump had moisture damage. Customer stated it was exposed in water and does not work. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin pump had moisture damage on keypad traces. No moisture damage found under lcd screen, electronic assembly or motor. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.